Manufacturer narrative:
01-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Had to get it removed- tampon [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. String of tampon completely came away, detached [device breakage]. Reporter sent e-mail stating the string completely came away from the tampon her daughter used. No serious injury was reported.

Event description:
Had to get it removed- tampon [foreign body in reproductive tract]. Painful-vagina [vulvovaginal pain]. String of tampon completely came away, detached [device breakage]. Reporter sent e-mail stating the string completely came away from the tampon her daughter used. No serious injury was reported.

Manufacturer narrative:
12-mar-2021 product investigation results: no failure could be identified as a result of the investigation.